Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose. Customer reported that they was not admitted as an inpatient for medical treatment. Customer was not using auto mode. Customer reported that they receive sensor updating and not receive a calibration not accepted alert. Customer refused to continue troubleshooting. The device will not be returned for analysis.